Event description:
It was reported that during a case, the unit produced metal flakes. The doctor put the unit into forward mode and while smoothing out the glenoid, metal flakes started to go into the joint. It was further reported that the doctor tried to extract as many metal flakes as possible. However, metal flakes were still left in the joint. The case was completed successfully and there were no adverse consequences reported on the pt.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.